Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using the equistream split tip. It was found that the introducer needle was cracked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using the equistream split tip. It was found that the introducer needle was cracked. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle was returned for evaluation, and one photo was provided for review. Visual, microscopic and functional evaluations were performed on the returned device. A crack was noted within the introducer needle hub. The photo shows kit label on which a sticker label is pasted printed in local language. The lot number, material number and expiry date was verified with tw data. Therefore, the investigation is confirmed for the reported fracture near the introducer needle. However, it is inconclusive for the reported device damaged prior to use as the device was received in an unsealed condition and therefore the original state of the device as delivered/as manufactured cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.